Manufacturer narrative:
Occupation: other non-healthcare professional: inventory coordinator. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy procedure using a ncircle tipless stone extractor, the wire broke during use. The physician removed the laser, inserted the extractor, and attempted to grab the stone, but the wire snapped. The same issue occurred with three devices during the same procedure. There was no prolonged hospitalization just a slightly prolonged procedure. It is unknown which of the wires on each device broke or how they were handling the device when it happened. The other two devices (patient reference (B)(6)) are from an unknown lot#. It is unknown how the procedure was completed. No unintended section of the device remained inside of the patient's body. No additional procedures required. No adverse effects were reported due to the alleged malfunction. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.

Event description:
No additional information has been provided since the last report was sent on 02dec2019.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the handle in the open position and the basket formation in the closed position. The mlla (male luer lock adapter) was loose, and the collet knob was tight. The polyethylene terephthalate tubing [pett] measured 2.5 cm in length. The support sheath and basket sheath were severed 1mm past the nose of the mlla. There were 5mm of the coil exposed at the point of separation. There was 1.2cm of the basket sheath exposed between the points of separation. The cannulated handle was bent at the junction between the handle and the coil. Functional testing determined the handle will not actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The sheath of the device was separated near the handle, with the basket sheath and yellow support sheath both separated. The basket assembly was also found to be bent at the handle. The condition of the returned device indicates that that excessive force was applied to the handle, causing the sheath to become damaged and separate near the handle. The IFU contains a caution that excessive force can cause damage to the device. The information provided states the user of the device was experienced in its use and that the issue was not likely to be user related. Based on the available evidence, a conclusion for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 08jan2020: it was reported that the procedure was completed by using multiple ncircle baskets until they found one that worked. There were no issues with the patient's anatomy that prevent the basket from opening or closing. The stone size was unknown, and it was located mid ureter. An unspecified laser was used to break the stone into smaller pieces prior to attempting removal with the basket.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b3, b5, d11. Investigation - evaluation: the additional information that was provided did not impact the outcome of the complaint investigation that was previously reported. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.